Event description:
It was reported that during a regular refill session in 2009, multiple motor stalls and recoveries were recorded in the event logs. A critical alarm was heard and confirmed by telemetry. A roller study was done and the rollers did not move. The pt did not exhibit any signs of withdrawal. The pt denied any possible electromagnetic interference. The following day, the pt went to the emergency room for nausea. Four days later, the pump was interrogated prior to replacement and noted to be in safe state at a minimal rate. The drug in the pump was morphine at a concentration of 10mg/ml and a dose of 1,313 mg/day. The pump was replaced. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the MFR for analysis, which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.